Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Visual, inspection of the pump, nda testing as per fm-dp-20085-07 performed. Battery loss alarm test: pump ran 2min 31.04sec, pump alarmed 2min 29.47sec, stop watch #6722 test: passed fm-dp-20085-08 performed. The reported issue could not be duplicated. However, the downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a double beep no cassette. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.